Event description:
Report of delay in nipride and nitroglycerine therapy due to air-in-line alarms rec'd. The infusion pumps gave air-in-line alarms during the infusion of unspecified rate of nipride and nitroglycerine drips intra-operatively during a carotid endarterectomy procedure. The infusion was resumed approximately 20 minutes after trying to use three different pumps and two different lot numbers of tubing. Customer reported, "no problem with the pt at all and no significant delay in therapy that would have jeopardized the pt's condition". Customer reported that "the pt's vital sign readings were within acceptable range". The pt did not experience any adverse effects.